Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included macrogol 3350 (miralax). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural constipation ("not pooped since surgery"), hair colour changes ("I started to get grey hair before I turned 30") and alopecia ("hair started to fall 7 years ago"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, hair colour changes and alopecia outcome was unknown and the post procedural constipation was resolving. The reporter considered alopecia, hair colour changes, medical device removal and post procedural constipation to be related to essure. The reporter commented: patient used heating pad, smooth move tea and lot of water, ginger root for defection problems. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event postoperative constipation was added. New reporter was added. On 23-mar-2020: social media received: new events hair greying and hair loss were added. New reporter was added. On 23-mar-2020: social media received. Concomitant drug and reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device is located embedded at each cornu (as reported) extending into both fallopian tube stumps') in an adult female patient who had essure (batch no. 626217) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included macrogol 3350 (miralax). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), post procedural constipation ("not pooped since surgery"), hair colour changes ("I started to get grey hair before I turned 30") and alopecia ("hair started to fall 7 years ago"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, hair colour changes and alopecia outcome was unknown and the post procedural constipation was resolving. The reporter considered alopecia, embedded device, hair colour changes and post procedural constipation to be related to essure. The reporter commented: patient used heating pad, smooth move tea and lot of water, ginger root for defection problems. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device is located embedded at each cornu (as reported) extending into both fallopian tube stumps') in an adult female patient who had essure (batch no. 626217) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included macrogol 3350 (miralax). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), post procedural constipation ("not pooped since surgery"), hair colour changes ("I started to get grey hair before I turned 30") and alopecia ("hair started to fall 7 years ago"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, hair colour changes and alopecia outcome was unknown and the post procedural constipation was resolving. The reporter considered alopecia, embedded device, hair colour changes and post procedural constipation to be related to essure. The reporter commented: patient used heating pad, smooth move tea and lot of water, ginger root for defection problems concerning the injuries reported in this case, the following ones were reported via social media : medical device removal most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: reporters were added. Lot no. Was added. Medical device removal was replaced with embedded device. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.